Manufacturer narrative:
H4 device manufacture date: the lot was manufactured between (B)(6) , 2021 and (B)(6) , 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused during use. It was further reported that the pump did not run completely; after twenty-four hours it was still almost half full. The line was not blocked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.